Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure a fenestrated bipolar forceps instrument had movement was unstable and strange the procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: reporter confirmed the failure was related to an escale issue. There was no injury to the patient and the instrument is available for evaluation.